Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack on the light blue main body of a minicap transfer set. This was identified during use of the device for peritoneal dialysis therapy. The transfer set had been in use for about one month. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted a crack in the light blue main body. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.